Manufacturer narrative:
X -ray analysis: "multiple ap and lateral x-rays are provided. An l1-l4 construct is present. L2-3, l3-4 ,l4-5 interbody grafts are present. There appears to be a congenital abnormality of l2 and loss of lumbar lordosis. There is a paucity of bone in the interbody space. Contributing factors include patient anatomy and surgical technique. Root cause indeterminate." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent her initial spinal surgery (posterior lumbar body fusion) from l4 to s1. Post op, adjacent vertebral fracture was diagnosed, for which the patient underwent her second surgery (plif on an unknown date), from l3 to l4. Post-op, vertebral collapse at l2 was found, for which the patient underwent her third surgery on (B)(6) 2015: posterior fusion from l1 tol4 using the medical devices (screws, set screws). It was reported that on an unknown date postoperatively, the patient complained about back pain. It was found that both of r/l set screws at l2 ware dislocated, the right set screw dislocated first and then the left one because of the movement of right one. Eventually, the screws at l1 and l3 could not endure the stress and backed out. Bony union had not been achieved. As reported, the cause of non-union was assumed that the screws at l1 and l3 cut out bone due to back-out of the set screws at l2 (both sides). The patient was re-hospitalized due to back pain. Re-operation (patient's fourth surgery) was performed (on (B)(6) 2016) for back-out of set screws, cut-out of screws, pain and non-union. The implants (screws and set screws) were explanted, and reportedly, have been discarded in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.